Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas touchscreen was found cracked while the patient was at work, rendering the display unusable and the device no longer watertight; the device had been synced prior to shutdown and will be returned, and a replacement was arranged. Symptoms included no injury and no changes to blood glucose. Outcomes included interruption of pump use with direction to back up therapy and continue cgm monitoring as needed. Investigation included a review of device function based on user report and logistics for device return and replacement. Investigation of this case revealed visible screen damage with loss of display function and inability to assess full device functionality. It was concluded that the device should be replaced and the user should perform start up on the replacement unit, as data will not transfer.